Event description:
It was reported that a patient underwent a revision surgery because of pseudoarthrosis and an xray showed that an iliac screw was broken from a previous surgery. According to the report, the tulip head of the iliac screw completely separated from the post and sheared off above the top thread of the screw. The head and post of the damaged screw were extracted and replaced with a different size iliac screw. It was also reported that the patient had not yet fused when the revision took place. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.